Event description:
The patient's wife reported that her husband recently passed away. She did not provide the date of his death at the time of the report. She stated that "his blood glucose was up to 600 mg/dl, his potassium shot up, and then his heart just stopped." She sated that he had a kidney transplant and she believed "his kidneys were rejecting the insulin". She further stated that "I do not think it was due to pump failure". She provided no additional facts at that time. The infusion device was requested to be returned for evaluation.